Event description:
Caller reported a cartridge alarm issue during the insulin pumping process but confirmed that it did not cause their blood glucose level to exceed 500 mg/dl. Tandem technical support assisted the caller with loading a new cartridge, but the alarm persisted, preventing a successful resumption of insulin therapy. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.